Manufacturer narrative:
On 9/27/2019, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Per the devices that returned, mentor became aware that the suspect medical device's lot number for the left side was 5635688 and for the right side was 5646417. On 10/1/2019, a manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. This medwatch form is for the left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: the material observed was sent by the patient to be analyzed in (B)(6) 2019 and the test results revealed it was mold. Some pictures were provided (unable to identify right and left side) and the implants contain clear saline solution, in addition, black material could be observed in the valve area. The product was received for evaluation in (B)(6) 2019, without saline solution. During visual inspection, no apparent damage was observed, however, black material was found. A leak test was performed in accordance with mentor procedures, and no leaks were detected. No information was provided to confirm how the device was handled and the environment it was exposed after being explanted, however additional analysis was performed to identify the material and it revealed it was biological material. Mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide sterility assurance prior to release for distribution. The manufacturing records were also reviewed, and the manufacturing criteria were met prior to the release of this lot. In addition, no related complaints have been reported for this lot number. It should be noted that mentor saline breast implant shells are manufactured in a controlled environment and all production associates use personal protection gear to avoid contamination or direct contact with the product. Saline breast implant shells are provided deflated and sterile and are filled at the time of implantation. While the means by which the foreign matter adhered to the device cannot be ascertained, it should be noted that environmental factors and surgical technique could result in the foreign matter being introduced inside the valve or sterile shell at the time of implantation. Please note that mentor performs 100% inspection of all devices, including sterilization records prior to release and maintains a comprehensive quality assurance (qa) system in compliance with the FDA's good manufacturing practice (gmp) regulations. Some autoimmune symptoms were also reported, the lay community, the popular press, and medical literature has raised the possibility that there may be an association between certain immunological-based diseases and silicone implants. The diseases most commonly mentioned include scleroderma, rheumatoid arthritis and syndromes which mimic systemic lupus erythematosus. Available information does not permit precise quantification of risk. Neurological problems have been reported in a small number of breast implant patients who also exhibit immunological symptoms. Mentor has completed extensive biocompatibility studies on the polymer materials used in manufacture and finished devices. None of these studies have shown any indication of inducing immune responses. Studies on carcinogenicity, mutagenicity, hemolysis, dna transfers, responses to particulate formation, etc. Have all shown these materials to be safe. Evidence suggests that such diseases or conditions are no more common in women with breast implants than in women without implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune disorder. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with two 300cc mentor smooth round moderate profile saline breast prostheses, suffered several unexplained systemic symptoms, including muscle weakness, fatigue, headaches, random allergic reactions, inflammation of sinuses, environmental allergies, food allergies and intolerance, autoimmune thyroiditis, thyroid biopsy, autoimmune hepatitis, anxiety, memory loss, nerve issues, tingling in hands and feet, severe tinnitus, chronic inflammation, swollen eyes, joint and muscle pain, abnormal cell layering in left breast (surgery to remove lumps - biopsy), red hot face, chest pains and palpitations, and digestive issues. The patient also stated that they have been ill for many years with unexplained illnesses, was also diagnosed with autoimmunity, and was tested for very high levels of heavy metal and mold in their system. The patient underwent bilateral removal without replacement on (B)(6) 2018. The patient added that black mold was found in the valves of both implants and that they were also leaking. This medwatch form is for the left breast prosthesis.